Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding concomitant medical products - ank c/x impl b8/d4.5/l8 - 17-0552. FDA coding was missed in the initial report. Adding additional codes. Health effect - impact code: add 4627. Component code: add 887. Type of investigation: add 10. This is a follow up report to add this additional code. Device received for this event is being corrected from ank c/x impl b8/d4.5/l8 catalog # 17-0552 to unknown ankylos abutment catalog # unknown.